Event description:
It was reported that the patient received a patient notifier for high out of range high voltage lead impedance. Although further testing and x-ray were recommended, it was reported that the hospital would follow the situation. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.